Manufacturer narrative:
Medtronic received additional information that the device was replaced due to endocarditis. The patient was reported as doing well after the replacement. Updated patient code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 3 years and 1 month post implant of this bioprosthetic valve, the valve was explanted for an unknown reason and was replaced with another bioprosthetic mitral valve. No adverse patient effects were reported